Event description:
While performing the right shoulder arthroscopy, surgeon was using the arthrex scorpion needle when he noticed a piece of the needle break off in the shoulder space. He removed the scorpion gun from the scope and the scorpion needle was removed and replaced. Surgeon/tech/pa/rn witnessed and inspected the scorpion needle and witnessed a piece no longer there. Per surgeon and stamford protocol, we notified radiology to come up. Intra-operatively, radiology came and performed a portable x-ray on the patient which was then read by a radiologist. 3 additional images taken at radiologist's request. Retained piece was not identified on imaging by surgeon nor radiologist. Patient transferred to pacu where continued monitoring occurred as planned.